Event description:
On (B)(6) 2013, the surgeon performed an infuse procedure on the patient placing three implants. It was discovered that the longest implant was impinging on the l5 nerve. On (B)(6) 2013, the surgeon performed a revision surgery where he removed the impinging implant and replaced it with a shorter implant using the same hole. The patient's pain resolved after the revision surgery.

Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, certificates of analysis, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause is an implant impinging on the l5 nerve.